Event description:
It was reported that inappropriate mode switch was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.

Event description:
New information received notes programming changes were performed to address the issue. The patient condition was stable.

Manufacturer narrative:
Correction: section b5 - the should have listed backup vvi as the complaint on the device.

Event description:
It was reported that backup vvi was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.